Event description:
It was reported that the device had damage to the main board and exhibited a flange sensor error. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified check flange sensor error. During the functional testing the reported issue was able to be duplicated. The root cause of the issue was a result of the customer's physical damage to the device beyond device repair. Replaced placed main printed circuit board (pcb) for both of customer reported problem also replaced battery for as it was found to be over 4 years old. Performed preventative maintenance and all functional testing.